Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 1st er320 instrument fired the first 6 clips and all came out diagonally. A 2nd er320 was used and the first 5 clips came out diagonally. There was no conseqeunces to the pt.